Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
There was surgical delay of 60- 90 minutes. Tfna could not be locked. The steri later managed to separate the blade and instrument. Patient status/outcome: largely uncomplicated postoperative course without significant surgery-associated complications during geriatric follow-up.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date, during the operation, the locking of the blade could not be performed. The attempt to rotate the blade into the correct "alignment" for locking by unscrewing the extraction instrument also failed. The blade was subsequently mobile and could not be locked statically. The tfna was removed, and it was decided to then use a pfna with augmentation. Removal of the implant revealed a missing lateral wing on the locking screw located in the nail. Also, it was found that the blade could no longer be separated from the instrument. There was a surgical delay. The procedure was completed successfully. This report involves one (1) helical blade/screw extractor. This is report 3 of 3 for (B)(4).